Event description:
The customer reported elevated initial troponin I (access accutni) result, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 0.07 ng/ml was obtained. Per laboratory protocol, the initial result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient¿s sample, on the same instrument, generated a lower result of 0.01 ng/ml (within the normal reference range) which was amended and issued to the hospital. The sample was also analyzed on an alternate access 2 system and produced a result of <0.01 ng/ml. The patient¿s sample was collected in lithium heparin tube and centrifuged at 4,000 rpm (rotations per minute) for eight minutes. The sample was a full collection and no sample quality issues were noted. Quality control (qc) was within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered bubbles in the wash pump after priming the dispense probes. The fse replaced the wash pump, rotor/shaft, ferrules, molded seal and the wash valve stator. The instrument was primed again and no bubbles were visible in the wash pump. All fans and temperatures were verified, no issues were noted by the fse. The ultrasonics were checked and all parameters were operating within instrument specifications. The fse performed a routine system check and high sensitivity system check both of which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the cause of the event. The fse replaced and rebuilt the wash pump including installing a new rotor/shaft. The rotor/shaft is the likely cause of the event as it becomes loose within the wash pump and allows air to enter the system.